Manufacturer narrative:
Investigation summary : the complaint on pipette leakage when touches tube was reported in phoenix ap instrument. Bd remote assistance assisted and advised customer to replace consumables with another batch. Upon consumables replacement, issue resolved. This is an unconfirmed failure of a bd product. The root cause of the failure is not known. Device history record review for the instrument (B)(6) is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review for (B)(6) was completed and revealed no previous complaints related to this failure mode. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. Bd quality will continue to closely monitor for trends associated with this complaint.

Event description:
It was reported while using the bd phoenix¿ ap the pipette leaks causing contamination. The user noted that after replacing the consumables the issue was resolved. No health impact or consequence report ed.

Event description:
It was reported while using the bd phoenix¿ ap the pipette leaks causing contamination. The user noted that after replacing the consumables the issue was resolved. No health impact or consequence report ed.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.